Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
Two navigation system articulating arms were returned to the manufacturer for analysis. Medtronic investigation of returned articulating arms finds that: the starburst end of one of the articulating arm will not fully release, and the starburst end of the other articulating arm will not lock down completely. The reported event was confirmed to be caused by mechanical damage of the starburst end on both articulating arms. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site (B)(4) 2015. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site had two navigation system articulating arms that would not fully tighten. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.